Event description:
Customer reports having a reading of 795 mg/dl on his meter. No adverse event reported. Device numeric reading range is 10 mg/dl to 600 mg/dl. Return requested and replacement was sent.